Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The actual device involved was a palindrome catheter, however the sample received for evaluation was a mahurkar catheter. The venous (blue) adapter was detached from the extension tube and was broken on the thread pitch area. The arterial (red) adapter did not present any problem. An ishikawa diagram was used to determine the potential causes for this event. The instructions for use (IFU) state that the customer should not use the catheter if it is damaged or appears defective and that over tightening the catheter connections can crack some adapters. The reported condition has not been confirmed. The evidence provided is not enough to relate this event to the manufacturing operation. The sample received showed the arterial (red) adapter did not present any problem. Based on the available information, it can be concluded that product was manufactured according to specifications. For this reason, the venous adapter was more likely damaged due to adapter over tightening. It was decided to link this investigation to the corrective and preventative action (CAPA) that was created due to a trend of complaints related to leaks on the palindrome adapters (cracked adapters). It must be noted that in-process are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the arterial luer adapter was leaking and cracked. Catheter was repaired, no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. No probable cause was found since no sample, picture or video were received for testing, therefore the reported condition is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. A trigger was found for the product family and for the product code. It was identified that both the observed rate of occurrence and the observed severity of harm are lower than or equal to that which is expected. Moreover, it was decided to link this investigation to the corrective and preventative action (CAPA) that was created due to a trend of complaints related to leaks on the palindrome adapters (cracked adapters). The decision tool directs to review health hazard evaluation (hhe) criteria applicability. An hhe was opened before to address these events. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the arterial luer adapter was leaking and cracked. Catheter was repaired, no harm to the patient.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6)2017 that a customer had an issue with a dialysis catheter. The customer states the arterial luer adapter was leaking and cracked. Catheter was repaired, no harm to the patient.